Event description:
Information was received from a consumer regarding a patient. It was reported that the patient¿s first implantable neurostimulator (ins) was removed because it had malfunctioned and there was a recall on the device. The consumer reported that the device did not cover the patient¿s pain areas that it was meant to cover. They had pain in their legs and the ins was not helping. It was also reported that the stimulation delivery area would change every time the patient moved and never would stay where it was supposed to be. The consumer stated that the patient would have to bend to the left from the waist in order to feel the stimulation sensation down their legs. It was noted that the issue occurred sometime between 2002-2003. No further complications were reported or anticipated. Indication for use was failed back surgery syndrome- other.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported that to resolve the issues with their first implant they had an ins replacement. No further issues were noted or anticipated.